Manufacturer narrative:
Additional narrative: it was reported that the patient underwent hysterectomy on (B)(6) 2007.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with tvh/bso, posterior colporrhapy, and vaginal vault suspension due to pelvic organ prolapse. It was reported that due to, patient underwent mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat rectocele concurrently with suprapubic catheter placement, torpin culdoplasty, and morselized uterus. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that following insertion the patient experienced increased incontinence, failed sling, bladder pain, pulling feeling in lower abdomen area, difficulty having intercourse contributing to end of marriage, inability to go on long walks because of incontinence, and inability to enjoy certain activities due to incontinence. The patient underwent mesh implantation concurrently with tvh/bso, posterior colporrhaphy, and vaginal vault suspension due to pelvic organ prolapse. It was reported that patient underwent mesh removal on (B)(6) 2012. No additional information was provided. (B)(6).